Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the failure to advance was not determined due to insufficient clinical details.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient had an intra-aortic balloon pump (iabp) in the right groin, which had been placed by vascular surgery due to severe peripheral vascular disease to optimize the patient prior to surgery. On (B)(6) 2026, the patient underwent coronary artery bypass grafting ×2 (CABG ×2) and was transferred to the intensive care unit with the iabp in place. Prior to impella field involvement, the patient experienced a cardiac arrest at the bedside following a significant drop in hemoglobin. The chest was opened at the bedside, and the patient was centrally cannulated. Per the medical team, the iabp was subsequently removed, and the same access site was utilized in an attempt to place an impella cp. An impella cp was attempted via the left femoral artery in a 66-year-old male patient for post-cardiotomy cardiogenic shock (pccs); however, the device could not be advanced into the left ventricle. The patient was then transported to the hybrid operating room for impella placement. During this procedure, contrast imaging identified a vascular perforation. Vascular surgery was emergently consulted and performed a surgical cutdown and vascular repair. Despite intervention, the patient had persistent difficulty achieving extracorporeal membrane oxygenation (ECMO) flows greater than 0.5 l/min, requiring ongoing cardiac massage. The patient expired on the hybrid operating table. Based on the available information, the cause of death is undetermined and may reflect a combination of the patient¿s underlying critical condition, recent device removal, and the attempted placement of mechanical circulatory support. There is insufficient information to attribute the death to a single cause, including device performance.